Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor" and" scan again in 10 minutes, " for 2 hours or more while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer experienced weakness and became pale, and was provided oral glucose by the wife for treatment. No further information was reported. There was no report of death or permanent injury.